Manufacturer narrative:
(B)(4). Date sent: 08/27/2020. D4: batch # u5aj4f. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil functioned as intended. The test skin released easily from the guide face and hence the staple release criterion has been met. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy the device was fired per the IFU. After completing two 360-degree rotations to remove the device it would not budge. When the device was removed the anvil had separated from the stapler and was left in the rectum. A colonoscope was used with an endoloop to remove the anvil from the rectum. The case was delayed by thirty minutes but completed successfully with no patient consequences.